Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, an issue related to the main fuse was observed. The device's bridge rectifier was replaced to address the issue.